Event description:
A nurse reported a fluid leak coming from the transfer set tubing. The leak occurred during treatment. The patient woke up with a wet shirt and a puddle on the ground. There was no leak anywhere near the cassette door. The patient's effluent was clear. The patient was given vancomycin, cefepime, and gentamycin prophylactically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. See related medical device reports: 8030665-2013-00918, 00919, 00948, 00949 and 00950.